Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-june-2024, it was reported by the patient that 3 infusions set fell off during use out of which one is 2 hours, second one is for 6 hours, and third one is for 30 minutes in use. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.